Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation consisted of the review of the device history record (DHR), treatment log files and labelling. A review of the device history record (DHR) was conducted for hy1000-us/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The treatment log files were reviewed, and the volume of fluid aspirated was plotted against procedure time and it found that the fluid balance requirement was met. This indicates that the aspiration pump was functioning as intended. No instances of any errors were observed before, during, or after the treatment pass and was completed successfully. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. C, was reviewed. 4.2.3 warnings: procedure: - avoid applying excessive compression to the prostate. Excessive compression can contribute to serious injury to the patient. - an overly full bladder can interact with the rectal anatomy to create more resistance to advancing the trus stepper after mid-prostate angle planning. If the trus probe is advanced through tissue resistance, it could potentially contribute to serious patient injury, such as rectal perforation. If the bladder is overly full, aspirate to reduce the fluid level in the bladder prior to continuing with the procedure. - do not move the handpiece or trus after completing the registration step. Moving the devices could lead to patient injury due to unanticipated resection of tissue. Repeat the applicable planning steps in the handpiece or trus probe is inadvertently moved. - monitor the patient for unanticipated movement throughout the procedure. Immediately release the foot pedal to stop the treatment if patient movement occurs during treatment, and repeat planning steps before continuing. Patient movement during the procedure can cause the anatomy to shift relative to the plan, potentially resulting in serious injury due to unintentional resection of tissue. - as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: - bladder or prostate capsule perforation. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that post aquablation therapy, the treating surgeon identified a bladder perforation. The patient's bladder was repaired the same day. As per the treating surgeon, it was due to patient having a trabeculated/diverticulum and bladder being distended causing the bladder perforation. The patient was subsequently discharged and reported to be doing well. The hydros robotic system's user manual lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the treatment log files, DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. A review of the treatment log files did not show any evidence to suggest the bladder perforation happened during the waterjet phase. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that, post-aquablation therapy, the doctor realized the patient's abdomen was distended and after further investigation concluded the bladder was perforated. The doctor suspected it was due to the patient having a trabeculated/diverticulum and bladder being distended causing the bladder perforation. The doctor had issues with aspiration with the hydros robotic system on all 3 passes; however, the issues were cleared by disconnecting and reconnecting the aspiration tube on the aquabeam handpiece. The patient had the abdomen drained, and bladder repaired. The patient was reported to be doing well.